Event description:
A customer reported receiving the message "novopen error" when scanning the adc device with application (samsung phone, os 13). The customer therefore was unable to obtain sensor readings and lost consciousness. However, the customer did not report of requiring third-party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported a "scan novopen again" message when attempting to scan their sensor on the freestyle librelink application. An attempted to replicate the user¿s complaint using a similar configuration (samsung galaxy a52, android 13, 2.8.4.9335) was performed and complaint was not able to be reproduced. Successfully scaned and received glucose readings. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving the message "novopen error" when scanning the adc device with application (samsung phone, os 13). The customer therefore was unable to obtain sensor readings and lost consciousness. However, the customer did not report of requiring third-party treatment. There was no report of death or permanent injury associated with this event.